Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak on upper left seam of the eva bag. Magnified inspection of the leak location identified a physical damage, a 0.5" diagonal scratch on the front surface terminating in a deep edge gouge. No point in the bag manufacturing process would result in diagonal scratch/gouge. The manual add port had been used, as evidenced by a cannula insertion point. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review found that all release criteria was met for this lot. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn bag was leaking from small holes noted on the seam. This event occurred during compounding. There was no patient involvement or adverse event reported. No additional information was provided.